Event description:
It was reported that this electrode exhibited low out of range shock impedance measurements of 18 ohms. The patient reported feeling a shocking sensation when the impedance is measured. After a shock delivery there was flatline and there were questions if the device had delivered the shock, the alternate sensing vectors was noted to be flatline with mostly undersensing of qrs complexes. This electrode was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of shock impedance low out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, the conclusion code known inherent risk of device

Event description:
It was reported that this electrode exhibited low out of range shock impedance measurements of 18 ohms. The patient reported feeling a shocking sensation when the impedance is measured. After a shock delivery there was flatline and there were questions if the device had delivered the shock, the alternate sensing vectors was noted to be flatline with mostly undersensing of qrs complexes. This electrode was explanted and successfully replaced. No additional adverse patient effects were reported.